Manufacturer narrative:
H10: d10 date returned to mfg is october 13, 2020. One (1) used list# 142560488, primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. Lot# unknown and one (1) used list# ch3034, 5" (13 cm) bag spike adapter w/spiros, lot# unknown was received for evaluation. The product was tested per product specification. There was a leak from both the inlet and outlet filters and the filter of the vent plug juncture on the drip chamber. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Filter vent leaks are currently under further investigation at the manufacturing location. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported a plum set the with micron filter leakage while the patient is being treated with phyxol through intra-arterial infusion. No additional information was provided.